Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the emergency department nurse reported that after the patient¿s endotracheal intubation, the nurse observed the indicating balloon and found that there was no air pressure and immediately withdrew the intubation. The intubation was tested in vitro and found that the balloon at the front end of the intubation was normal, but the indicating balloon still had no air pressure. The tube was replaced immediately, and the timely treatment did not cause harm to the patient.